Event description:
It was reported that there was insufficient ice from the console. A visual ice cryoablation system was selected for a cryoablation procedure. During the test phase, however, it was discovered that the console could not perform refrigeration. Gas supply was normal, but the temperature didn't reach the expected levels, and no frost was seen on the needle. No error messages were seen. The physician completed the procedure with another device, and there were no patient complications.